Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specifications. No unexpected weak battery alarms or unexpected vibration anomalies noted. The device had intermittent buttons response due to corroded keypad traces. No button error alarms noted. Device had cracked case at display window corners, broken battery tube threads, and minor scratched lcd window.

Event description:
It was reported that the customer had normal blood glucose levels of 113 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer also reported a weak battery alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.